Manufacturer narrative:
The remote support engineer instructed the customer that without the intellivue x3 being connected wirelessly the waveform data is not saved and printable. Only the numerical values will be accessible. The reported incidence was forwarded to the responsible product support engineer and he confirmed the provided information. There was no product malfunction, the device was working as expected. This case was determined to be a user issue/understanding. The remote support engineer provided the relevant information to the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Event description:
The customer reported that a cardiac event happened during transport a patient on intellivue x3. The customer wants to access wave strip during transport. The patient had a cardiac event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a cardiac event happened during transport a patient on intellivue x3. The customer wants to access wave strip during transport.